Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 1 day. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the on (B)(6) 2017, that the patient had lateral roving eye movement after weaning sedation post lvad implementation. Stroke code was called. The initial head computed tomography (CT) was negative for definite infarct or hemorrhage, head computed tomography angiography was negative for aneurism or stenosis of major arteries, tpa contraindicated due to acute and active bleeding. The patient was brought back to the operating room for chest washout. On return to the intensive care unit, the patient had fixed and dilated 7mm pupils and was comatose after weaning off sedation. A repeat head CT revealed an acute right superior cerebellar artery infarct. A head CT done early the next morning revealed extensive infarct involving bilateral posterior cerebral arteries, right superior cerebellar artery territory and pontomesencephalic perforator artery territories. An electroencephalogram (eeg) showed severe generalized slowing with mostly delta activity. The patient remained comatose and expired on (B)(6) 2017.